Manufacturer narrative:
The insulin pump was received with a blank display due to a problem with the liquid crystal display board.

Event description:
The customer called to report a blank screen and a high pitched tone. Troubleshooting was performed, and the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.